Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery the tip silicone fell into patient's eye which was removed. The surgery was completed with the replacement of the same product. There was no patient harm